Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in 22 procedures. There are no other confirmed cjd infections at this time. This report is for the subsequent patient that used the device after the reprocessing. The procedure was completed using the same set of equipment.

Manufacturer narrative:
Updated fields: h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, on october 16, it was found that a patient who underwent an endoscopy using gif-h290t on september 11 was infected with cjd (creutzfeldt-jakob disease). It can be inferred that the case was carried out without recognizing that the patient was suffering from jakob's disease at the beginning of the use of the device, and then jakob's disease was discovered. Culture tests have not been performed on the device. The event can be detected/prevented by following the instructions for use which state: labeling warnings for this event are described in the instruction manual (cleaning/disinfection/sterilization) "chapter 1 general guidelines 1.4 general precautions." The reprocess method described in this instruction manual cannot eliminate or inactivate prions, which are said to be pathogens of creutzfeldt-jakob disease. If endoscopes and accessories are used in patients with creutzfeldt-jakob disease or mutant creutzfeldt-jakob disease, they should be used as dedicated devices for patients with creutzfeldt-jakob disease or mutant creutzfeldt-jakob disease or disposed of the equipment in an appropriate manner after use so that it cannot be used by other patients. The way to deal with creutzfeldt-jakob disease is to follow various guidelines. Commonly shown methods of eliminating or inactivating prions may damage endoscopes and accessories. The durability of olympus equipment for a particular reprocessing method should be inquired about by olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing in any manner not described in this instruction manual. If you use any reprocessing method that is not recommended in this instruction manual, your facility or physician should be responsible for safety and efficacy. Before each case, check that there are no abnormalities (breakage) in the parts of each endoscopic device. If any abnormality is found, do not use the device. Olympus will continue to monitor field performance for this device.